Event description:
It was reported by the rep that the(1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 dispensed more than one staple when fired. It was not reported how the case was completed. There was no consequence to the pt.